Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined that the cutters did not pass testing and the mesher's gear needed to be replaced. The mesher's roller gear was replaced however, the cutters were sent back to the account as is because that component cannot be repaired. Review of the previous repair record identified the same cutters producing an incomplete cut and failing testing. Device is used for treatment. The event is confirmed.

Event description:
It was reported that there was an incomplete mesh. There was no adverse event reported as a result of this malfunction.